Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot#: j11139r19, implanted: (B)(6) 2002, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the device manufacturer representative regarding a patient receiving clonidine (1000 mcg/ml at 130 mcg/day) via an implantable infusion pump. It was reported that during a dye study the catheter could not be aspirated. Over 30 ml of fluid was removed from around the pump and there seemed to be a leak in the catheter. Surgical intervention was planned.